Event description:
It was reported that a piece of the impactor pad broke off. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign country, (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that there was a 10 minute surgical delay. There was no patient impact. No foreign bodies were retained. The surgical technique was utilized. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; b4; b5; d2; g1; g3; g6; h1; h2 customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.